Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2013. Non-revision of left knee components due to worsening in flexion which has impacted the patient's mobility. Additionally, the patient has marked swelling and ongoing pain, especially since stopping physio input. This event report was received through clinical data collection activities.